Event description:
The intn'l regulatory authorities reported that a pt experienced endophthalmitis four days following intraocular lens (iol) implant surgery. The surgeon who performed the surgery reported that, contrary to what was initially reported, first symptoms were observed nine days following iol implant surgery. The pt was hospitalized two days later for a period of one month. During hospitalization, the pt underwent a vitrectomy, an endocular laser treatment, and a cryoapplication. The pt had a retinal necrosis and, as a result, visual function of the eye was lost. Surgeon said enucleation is not envisaged. Cultures were taken and the results were negative. Additional info has been requested. This is one of three medical device reports being filed for this event. This report is for the iol.

Manufacturer narrative:
The product has not returned for analysis. Results from the product, batch and sterilization history record review indicated the product met release criteria. There have been no other complaints reported in this lot number. Additional info was requested on 03/27/2009 and 03/31/2009 by phone and on 03/31/2009 by mail. A completed questionnaire has not been received.